Event description:
The company was informed that three hours after the device was implanted, the patient had a facial nerve weakness, which involved most of the side of the face. The center reported that eye closure and deviation of the angle of the mouth was present while smiling. The eye was treated with high dose of corticosteroids for five days. Gradual improvement was evident. The center is investigating doing a facial nerve decompression, which would require explanting the patient's device. Once more information is available, a supplement report will be submitted.